Manufacturer narrative:
Overall investigation summary incident: customer reports excessive extravasations lately. Does not think it is related to the equipment, requested an fse to come onsite and perform safety check. Regional service (fse) was unable to find any issues with the unit and verified operation according to optivantage test and inspection data checklist ((B)(4)). The injector was fully functional. Ok to use. Note 1: the injector does not have the capability to prevent or detect an extravasation (infiltration). However, precautions to minimize an extravasation are provided in the operator's manual. Additionally, described in the manual are i.v. Site patency check techniques, including a manual method and another using a patency key in the setup screen. Note 2: the guerbet apps team "...has reached out to this customer several times..(&),,.will continue to be available to help them, if needed." Cts history search shows one other similar issue one year prior. Root / probable cause code: personnel - performance - failed to follow procedure. Root / probable cause summary: see failure mode (see components and overall investigation summary). The injector does not have the capability to prevent or detect an extravasation (infiltration). However, precautions to minimize an extravasation are provided in the operator's manual. Additionally, described in the manual are i.v. Site patency check techniques, including a manual method and another using a patency key in the setup screen. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: service (fse) was unable to find any issues with the unit and verified operation. The injector was fully functional. Ok to use.

Event description:
This incident was reported by a facility in (B)(6) to distributor on (B)(6) 2020. Incident: customer reported excessive extravasations lately, and that they do not think it is related to the equipment. The reporter states that there were patients attached with no harm to patient or staff, and no contrast agent was provided.